Event description:
It was reported that the right atrial (ra) lead does not capture at maximum pacing amplitude. The ra lead has been programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m implantable tachy lead (B)(6) 2013. (B)(4).